Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate the lot number reported was 17133714l. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant products: 1.carto 3 system: model #: m-4800-01, serial #: (B)(4). 2.stockert 70 system: model #: m-5463-01, serial #: (B)(4). 3. Coolflow pump: model #: m-5491-02, serial #: (B)(4). 4. Soundstar eco catheter: model #: unknown, lot #: unknown. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 6/8/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
Originally the lot number reported was 17133714l. However, during the analysis the lot number retrieved was 17119251l. It has been confirmed that the correct lot number is 17119251l. (B)(4) it was reported that a patient, (B)(6) female , underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool sf navigational catheter and suffered a myocardial infarction which required a thrombectomy and a stent to be placed in the proximal left anterior descending artery (lad). At the end of the procedure, post use of the bwi products, a blockage in the left vein was noticed as the patient's blood pressure dropped and st elevation was observed. The blockage was confirmed by angiogram. The patient was reported to be in stable condition. The patient required extended hospitalization. The physician does not believe that bwi products were a factor in the adverse event. It was more to do with patient condition and possibly something to do with giving protamine to reverse the heparin at the end of the procedure. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Event description:
It was reported that a patient, (B)(6) year old female , underwent an idiopathic ventricular tachycardia (idvt) procedure with a thermocool sf navigational catheter and suffered a myocardial infarction which required a thrombectomy and a stent to be placed in the proximal left anterior descending artery (lad). At the end of the procedure, post use of the bwi products, a blockage in the left vein was noticed as the patient's blood pressure dropped and st elevation was observed. The blockage was confirmed by angiogram. The patient was reported to be in stable condition. The patient required extended hospitalization. The physician does not believe that bwi products were a factor in the adverse event. It was more to do with patient condition and possibly something to do with giving protamine to reverse the heparin at the end of the procedure.